Manufacturer narrative:
The internal lot and sequence # extracted from the device microprocessor, and also appears on the data graph, is expected to not match the external lot and serial number that is stenciled on the device that was returned. The external lot and serial number are the identifying numbers in our systems, to ensure traceability. Lot and serial of returned device (figure 1). An unknown substance was found on the adhesive pad. The exposed portion of the soft cannula was observed to be torn and shortened (figure 2). The soft cannula measured out of specification at 0.847 inches. Due to the damage to the soft cannula, fluid was unable to flow through the entire fluid path. No damages or defects were observed to the bottom housing or formed needle that would contribute to skin irritation at the infusion site.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod between 36 and 48 hours. The patient experienced irritation at the infusion site (hip/buttocks). As treatment, a new pod was applied a manual injection of insulin was given.